Event description:
After 18 months from insertion the lateral nasal implant has failed to absorb and must be removed surgically. The device did not relieve nasal obstruction and has caused chronic facial pain. FDA safety report ID#: (B)(4).